Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid-left anterior descending (mlad) artery. A 3.50 mm x 15.00 mm agent dcb was selected for treatment. It was reported that the device failed to cross the lesion. During inflation, in the totally occluded lesion, the balloon ruptured. The device was removed and the procedure was successfully completed with a non-boston scientific dcb. There were no patient complications.